Manufacturer narrative:
Response to FDA 483 homedics inspection 12/2006. Evaluation found seam on unit was coming apart. Close to end of warranty period. Parafin bath replaced at consumers request.

Event description:
No user injuries. User complained of strong electrical smell when using the parafin bath product.